Event description:
The customer reported that the connection seems very loose between the female end of the maxplus on the extension set and mating products even when finger tightened. When pressure injecting up to 300psi the tubing set attached to the female end of the set is backing off resulting in leaking. This also has occurred with syringes that are attached to the maxplus. No patient harm was reported. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of the mating device disconnecting from the female luer was not confirmed. Visual inspection revealed no anomalies. Functional testing was performed by swabbing the connector for 3 seconds with a 70% alcohol swab. The connector was allowed to dry for a few seconds. A lab syringe was connected and the connector was flushed. There was no separation. After 24 hours, the set and syringe were still connected securely. The connector was disinfected again and allowed to dry in a similar fashion and the set was attached to a power injector set; fluid was pushed through the set at 300psi in 20ml bursts lasting 10 seconds each. There was no spinning or popping off. The root cause of the syringe popping off was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.